Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. During baxter's evaluation of the device, flow rate inaccuracy of >10% was observed. Evaluation found the upper valve, lower valve, and upper finger travel out of specification. The upper valve, lower valve, and upper finger were adjusted to meet specification.

Event description:
It was reported that a device delivered - 6% accuracy during a flow rate preventative maintenance test. It was reported there was no patient involvement. During baxter's evaluation of the device, >10% flow rate accuracy was observed.